Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 316 mg/dl. The caller also stated that, based on the customer's lab results, her kidneys were shutting down. The customer was released from the hospital on (B)(6) 2012, but re-admitted later that day with a blood glucose reading of 440 mg/dl and high blood pressure. In addition, the caller reported a visit by the paramedics on (B)(6) 2012 due to a low blood glucose of 32 mg/dl. The caller stated that the customer was treated, but not taken to the hospital. The caller stated that the paramedics had been out to the customer's home at least two other times due to low blood glucose levels. No dates were given. It was stated that the customer was taken off of insulin pump therapy by the hcp. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.